Event description:
Abbotts 0.22 micron filter leaks (around the round circle where the yellow tubing inserts). Pt wasted a whole bag of her epidural solution and had to replace the whole sys after less than one day. Also increased risk of infection with leaky filter.